Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and confirmed that the computer locks up frequently in cranial software. The computer was replaced and the issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer was returned to the manufacturer for evaluation. Functional testing; visual/physical examination was performed on the returned computer and no fault was found. The computer boots normally to the application screen. The computer passed all tests.

Event description:
A medtronic representative reported that outside of a case, the system as becoming unresponsive. The site already uninstalled and reinstalled the software, however the navigation system was still becoming unresponsive. There was no patient present when this issue was identified.